Event description:
It was reported that during a device replacement procedure due to premature depletion, the physician noted high, out-of-range shock impedance measurements (>200 ohms) when this right ventricular (rv) lead was connected to the new device. It was alleged the rv lead conductor had fractured and the physician elected to disable the rv lead through reprogramming. No adverse patient consequences were reported. The rv lead remains implanted.